Manufacturer narrative:
Follow-up submitted to report device evaluation.

Event description:
As per complaint (B)(4), a dental implant failed to osseointegrate and the implant was explanted. Bone loss was reported.